Manufacturer narrative:
Per case notes, the sensor was palpable before the incision. The hcp used an ultrasound and a magnet to locate the sensor, but unfortunately the hcp was still unable to remove the sensor. The next tentative day of removal is (B)(6) 2025.

Event description:
On (B)(6) 2024 , senseonics was made aware of an incident where the hcp failed to remove the sensor on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required. B4. Date of this report 24 february 2025. G3. Date received by the manufacturer? 10 february 2025. H6. Investigation conclusions updated to (B)(4).